Event description:
It was reported that during a gastric bypass procedure, on the first firing the device only stapled partially. The cartridge was removed; the device reloaded and fired three additional firings. The device fired fine for all three additional firings. No patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.